Event description:
During a pulsed field ablation procedure for paroxysmal atrial fibrillation, a leak was noted from the agilis sheath valve. The agilis sheath was exchanged, and the procedure was completed with no adverse patient consequences.